Event description:
Customer reported the patient information center ix had no sound at the central station. The device was in use on a patient. There was no report of patient or user harm. Philips remote service engineer(rse) verified the speaker connection and default settings were correct. It was determined that the volume was turned all the way down. Raising the volume higher resolved the issue. No product malfunction was found.